Event description:
The covenant house. Per facility a very small and frail resident was on side of bed, sitting up, two aides were pivoting her to lay down, when the back of her knee scrapped the molded plastic piece on the bed frame and was cut wide open. Resident was taken to the hosp ER for exam and sutures. Resident is back at the facility. MFR and facility working on a solution to protect edges on this bed. Sending a plastic formed piece that can be placed/pushed on this area for their evaluation adn approval.